Manufacturer narrative:
Batch review performed on 24 may 2018: lot 140008: (B)(4) items manufactured and released on 25 march 2014. Expiration date: 2019-02-28. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening after about 4 years from primary. The surgeon determined the stem was lose proximally, yet well fixed distally. The surgeon revised the stem, head and liner using another company's stem and head with a medacta liner.